Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, provided necessary instructions, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which they understood.